Manufacturer narrative:
H.6. Investigation: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and it was found that the reported incident lots are manufactured at two different sites, therefore there is no potential for a mix-up of the products occurring at the plant level. Furthermore, the distribution center only receives and ships these materials in full carton cases ((B)(4) pcs); and does not perform any repackaging. The sales order associated to the obtained po from a provided photo was reviewed and neither a lithium heparin nor an sst carton case was included within the crate. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.

Event description:
It was reported that the case of material # 366664 bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes had a material # 367983 labeled tube in it found before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I found an case that had a different item in it." The customer received incorrect material - not on po & material packed was not per label. Labeled 367983, packed 366664. This is not claims related.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the case of material # 366664 bd vacutainer® lithium heparin (lh) 37 usp units blood collection tubes had a material # 367983 labeled tube in it found before use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I found an case that had a different item in it." The customer received incorrect material - not on po & material packed was not per label. Labeled 367983 - packed 366664 - this is not claims related.